Event description:
The info provided to sjm indicated the pt presented with dyspnea, an elevated gradient, and high blood pressure. A transthoracic echocardiogram revealed thickened leaflets. The valve was explanted and replaced with an unk device.